Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that the circumstances that led to the depleted ins was that a part of their equipment needed to be replaced. It was confirmed that the replacement desktop charger resolved the depleted ins. No further complications were anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 37761 lot# serial# (B)(4), product type: recharger. Product ID: 37761, serial/lot #: (B)(4), (B)(4). Event date is approximate. Analysis found broken connector pins on the cable assay. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) had a broken connector pin. The pt stated that the silver pin came out and they used super glue. It was mentioned that the pt noticed their ins was depleted and noted that the last successful charge was about 2 weeks or maybe longer prior to the notified date. The patient was transferred to repair and the desktop charger was replaced. No symptoms were reported. No further complications were reported.